Event description:
It was reported that pump experienced malfunction alarm with code displayed as malf 0, and caller stated that no notable events occurred prior to malfunction. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, and successfully reset device without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm appeared again, which caller acknowledged and understood.